Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2019 with the following findings: review of the black box data did not reveal any evidence of a short battery life issue. There was no damage to the pump or the returned battery cap. The pump powered on normally and ez-prime steps completed successfully. Electrical current draws were evaluated and found to be within specifications. The pump was exercised without any duplication of a short battery life issue. There was no damage, defect or contamination of the pump's interior components.